Manufacturer narrative:
(B)(4). The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a health professional thru telephone on (B)(6) 2018. The health professional is calling for a patient who reportedly was seen with chemical abrasions (eye unspecified). No patient identifiers were gathered because according to her she is not expecting it would be needed at the time of the phone call. Also, during the call, she had mentioned that the patient did stopped wearing contact lenses and the symptoms subsided. Further details on the case were given by the health professional on a separate phone call. The incident happened (B)(6) 2018. The patient was given the diagnosis chemical burn, chemical abrasions left eye and was prescribed with an unknown steroids and dosage. During this consult the patient was scheduled to see dr. (B)(6) after a week. On the same date of (B)(6) 2018, further details were collected from the patient herself. She stated that she is an occasional contact lens user, she had mentioned that on the (B)(6) 2018 when she put the air optix aqua mf contact lens on her left eye, she immediately felt a burning sensation, she then took off the lens and washed her eye with water. After the incident, she reckoned that she felt okay and decided to drive to work. While at the golf tournament, she said the affected eye became sensitive to light, she also felt pain and her left eye was teary. She then went to the urgent care and there she was diagnosed with "abrasions and ulcers". The consumer was treated with an unspecified antibiotic drops with an unspecified treatment modality. She returned to the golf tournament and felt pain again. She decided to come back to the urgent care where she was given proxymetacaine hydrochloride drops with an unspecified treatment modality. She opted to come back to the tournament again and still experienced pain and blurred vision. She was given unknown pain medications and was sent home. The following day she consulted a specialist and was diagnosed at the ER with corneal abrasions os. Additional information was received last 03apr2018 from the consumer through email stating that she does not have her vision completely back yet. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
As initially reported by a health professional thru telephone on 09mar2018. The health professional is calling for a patient who reportedly was seen with chemical abrasions (eye unspecified). No patient identifiers were gathered because according to her, she is not expecting it would be needed at the time of the phone call. Also, during the call, she had mentioned that the patient did stopped wearing contact lenses and the symptoms subsided. Further details on the case were given by the health professional on a separate phone call. The incident happened (B)(6) 2018. The patient was given the diagnosis chemical burn, chemical abrasions left eye and was prescribed with an unknown steroids and dosage. During this consult the patient was scheduled to see her eye care provider (ecp) after a week. On the same date of (B)(6) 2018, further details were collected from the patient herself. She stated that she is an occasional contact lens user, she had mentioned that on the (B)(6) 2018 when she put the air optix aqua mf contact lens on her left eye, she immediately felt a burning sensation, she then took off the lens and washed her eye with water. After the incident, she reckoned that she felt okay and decided to drive to work. While at the golf tournament, she said the affected eye became sensitive to light, she also felt pain and her left eye was teary. She then went to the urgent care and there she was diagnosed with "abrasions and ulcers". The consumer was treated with an unspecified antibiotic drops with an unspecified treatment modality. She returned to the golf tournament and felt pain again. She decided to come back to the urgent care where she was given proxymetacaine hydrochloride drops with an unspecified treatment modality. She opted to come back to the tournament again and still experienced pain and blurred vision. She was given unknown pain medications and was sent home. The following day she consulted a specialist and was diagnosed at the ER with corneal abrasions os. Additional information was received from the consumer through email stating that she does not have her vision completely back yet. Additional information was received from the consumer through email stating that she will have a follow-up visit with her ecp in two weeks to check again her vision since it is not totally back yet. Additional information received from the consumer through telephone stating she does not have any permanent scar. Her ecp told her that everything looks great and she should have a complete recovery. The consumer verbalized that she is not experiencing any symptoms; however, she stated that her vision is still not 20/20. She will have a follow-up visit with her ecp on 26apr2018. Received additional information from the health professional stating that the patient consulted two (2) other ecps. Received additional information through medical records from an (B)(6) on 30apr2018 clarifying that the event occurred on both eyes. Also, the record showed that the patient experienced severe redness and discomfort, with mucopurulent discharge present and with severe corneal staining of >50%. It was also confirmed that there was no corneal ulcer, no corneal infiltrates and no permanent scarring noted. The diagnosis given to the patient was corneal burn. The patient was not able to wear lenses during the event. Received additional information was received from the patient through email clarifying the event date which was on (B)(6) 2018. The patient also added that she went to two (2) eye the very next day on (B)(6) 2018 to see a cornea specialist. Received additional information from the cops thru email on 08may2018 confirming that there was no other lens care product associated with the complaint and that the symptoms have resolved. Received additional information through medical records from her primary eye care provider on (B)(6) 2018 stating that there was no culture, biopsy or scraping performed to the patient and the patient did not resume contact lens wear for reason that she is afraid to wear them again. Received additional information through medical records from an (B)(6) on 23may2018 confirming that the left eye was affected and the patient did experience foreign body sensation. The event did not cause any anterior chamber reaction, no corneal ulcer, no corneal infiltrates and no eye discharges present. A diagnosis of chemical conjunctivitis was added and the patient was given fluorometholone ophthalmic ointment to be given every two (2) hours on her left eye (os). The event was indeed resolved.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).